Event description:
It was reported that the patient underwent an initial knee arthroplasty on an unknown date. Subsequently, the patient underwent a revision due to instability and laxity. The articular surface was replaced. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Visual evaluation of the provided photo found signs of being implanted and the articular surface is worn. The device was not returned for further evaluation. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.